Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2009. According to the complainant, the cutting wire could not come out properly when they tried to cut the papilla. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Won't bow. The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).